Event description:
A consumer reported within 24 hours of having the urinary device implanted the patient passed away.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event.

Event description:
Additional information received from the healthcare provider (hcp) reported they didn¿t believe the patient¿s death in 2014 was related to the device or therapy; the hcp thought it was due to cardiac arrest.